Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose to 260 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include stomach pain. No diagnosis was given at the ER. The patient was treated with intravenous fluids. The patient was sent home same day.